Event description:
A customer reported an unspecified issue with his freestyle freedom lite meter "around christmas time" in (B)(6) 2010 (dates not specified). The customer reported he experienced a fall, loss of consciousness, and a seizure. Paramedics were called, and the customer was transported to a medical care facility, where he was diagnosed with hyperglycemia. The customer was hospitalized for 2-3 weeks, during which time an MRI was performed that showed "bleeding on the brain." The customer reported he had surgery, but did not report other treatment(s). The customer stated "his doctor told him this event could have been due to our meter not working right", but did not provide information concerning product-related issues he was experiencing with his adc meter at the time of the event. Two attempts were made to contact the customer to obtain additional information without success.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. The date of the event is unknown.